Event description:
It was reported that the patient presented for a follow-up in clinic. Upon review of the stored electrogram (egm), it was noted that the right ventricular (rv) lead exhibited noise over-sensing which caused intermittent pacing inhibition. It was also noted that the patient experienced arrhythmia due to the pacing inhibition. Noise was reproducible through shoulder adduction exercises. Programming changes were made and the rv lead will continue to be monitored. The patient was in stable condition.